Event description:
It was reported that this patient received multiple inappropriate shocks due to noise oversensing, not isolated to a single episode. Subsequently, a vector autosetup was performed, but it failed, and the smartpass feature became disabled due to low/poor amplitude morphology signals. Alternate configuration was then chosen, and oversensing was noticed once again. The vector configuration was then changed to secondary, with better looking signals according to the clinic. Technical services recommended to keep the secondary configuration and selecting one therapy zone at 250 bpm. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was turned off permanently. This s-ICD remains implanted and no additional adverse patient effects were reported.